Manufacturer narrative:
Unit received motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test, basic occlusion, occlusion, prime and compromised forced sensor system, excessive no delivery test and dat test due to corroded motor home switch. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an under delivering alarm. Customer stated that her blood glucose reading when she goes to bed was 11.0 mmol/l and woke up with a blood glucose reading of 19.0 mmol/l. Customer's blood glucose reading was 15.6 mmol/l at the time of call. The customer treated with insulin pump. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. The drive support cap appeared normal. Customer declined to check for possible leaks or air bubbles, site or insulin issues. The device settings were correct. Customer also reported that the insulin pump was exposed high magnetic fields and went through body scanner. The insulin pump was not returned for analysis.